Event description:
A report was received that the patient had loss of feeling in bilateral legs after scs permanent implant procedure. The patient was suspected to have hematoma. Bleeding into the epidural space was the suspected cause of the symptoms. Spinal decompression, exploration of bleed and several level of laminectomy was done. The bleeding was controlled and the scs was explanted. The patient was doing well and stable with full sensation and movement in bilateral legs postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.